Event description:
Patient placed on iabp. This patient is one of 4 within our facility in a short time that have developed clots/emboli after the iabp was initiated. This patient was least injured, developing only an embolus in his leg. He also developed a compartment syndrome requiring a fasciotomy. He is currently in our ICU and has been exubated.